Manufacturer narrative:
The device has been returned to the local facility, but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported the device will go out after a short time, sometimes without an alarm. Occasionally there was a message error in data storage. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. Visual inspection revealed no external damage. The device was able to power on using lab stock batteries. When the device was docked with a lab stock rds 3, the display shut down within several seconds and a 10 beep error message alarmed. When the device was removed from the rds 3 and restarted, the device entered into the 10 beep alarm mode within approximately 20 seconds. The device was unable to operate more than a few seconds. A known functioning instrument board was temporarily installed into the device and the 10 beep alarm mode no longer occurred. The failure was isolated to the "u21" component on the instrument board. A service history record review reveals this unit was in the field for over three (3) years with no previous reported issues related to this reported event.